Manufacturer narrative:
(B)(4). Summary of investigational findings: the introducer with the filter attached to the grasping hook in a strange way is returned. The reason for the filters strange attachment to the grasping hook is unknown, but no influence to this complaint. The filter is pushed into the y-fitting and can easily be pulled out. The filter appears fine without any damages. The diagonal width between the filter legs are measured to 33.5 mm and 35 mm, which is in accordance with the requirement. The exact reason for unexpanded filter cannot be determined based on the description and the returned filter. However, physician has reported that "there is the possibility of attachment of the thrombosis to the legs of the filter when I adjusted the position of the device because thrombosis formed near the renal vein". Therefore it is most likely that the root cause is that the filter was due to the reported attachment into the thrombosis. In all filters the spring effect and the distances between filter legs are verified during the manufacturing processes, as every filter is redeployed and spring effect is approved after advancement through a testing sheath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: ivc filter placement by right jugular vein was performed. The physician advanced the complaint device at desired area and attempted to deploy, however, the filter legs would not expand. Therefore, the complaint device was replaced with another device, and complete the procedure. Patient outcome: there have been no adverse effect to the patient reported.